Manufacturer narrative:
The device evaluation as noted in section b5, found component failure of pump head. Based on the results of the investigation, the most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a component failure of pump head. There was no patient involvement.